Event description:
It was reported that the patient's ipg was unable to exit MRI mode. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h9-if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - the fsca number was inadvertently omitted in the initial report. Correction: section h6-adverse event problem- the health effect - clinical codes should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.